Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a delaminated downstream occlusion seal. No patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found the dso seal was degraded. The customer's reported issue was confirmed. The dso seal was replaced with a new one. Performance verification tests performed; all tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.